Manufacturer narrative:
Reported event: customer reported that the knob sheared off and we will need the replacement. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 01-05-2016. Twenty nine were accepted with no reported discrepancies, this includes the returned device. Five were dispositioned according to qt 16-01-0005. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: - review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19040415, RMA #: 231618. There have been no other events for the referenced serial number. There has been two events referenced for the lot number. Prs # (B)(4) - was found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure. Conclusions: the exact cause of the event was: the variable hip end effector showed a failed locking mechanism. Specifically the locking mechanism knob was broken, which has made actuating the locking mechanism difficult. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #760 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case it was noted that the back of the handle broke. This did not affect the case and it was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case it was noted that the back of the handle broke. This did not affect the case and it was completed successfully.